Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor pullout. Probable root cause: design: inadequate suture material. Implant anchor not designed for adequate strength to resist tensioning. Design does not adequately protect suture during insertion. Inadequate knot design. Suture length insufficient to facilitate loading into tensioner/cutter. Process: suture or implant anchor not manufactured to specification. Implants loaded in incorrect order. Use of incorrect material. Application: use of excessive force (g15) .suture compromised/frayed during attempted insertion (g17). The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.

Event description:
It was reported that the device potentially broke during the procedure and may have remained in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device potentially broke during the procedure and may have remained in the patient.